Event description:
This is follow up#1 to report on 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2018. The patient underwent a ¿repair recurrent incisional hernia with biologic mesh placement; left myofascial flap/component separation of the external oblique; right myofascial flap/component separation of the external oblique¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, infection, cellulitis, fistula, wound, debridement of tissue; bilateral myofascial flaps separation; inflammation; jp drain; intervention and removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, infection, cellulitis, fistula, wound, debridement of tissue, bilateral myofascial flaps separation, inflammation, jp drain, intervention and removal surgery¿ with approximate dates of treatment between (B)(6) 2018. The ppf form also indicates the patient was implanted with an unknown non-abbvie device. The form indicates that this device was removed on 05/apr/2018 due to ¿infection at the umbilicus, draining sinus from the mesh, infected mesh, chronic failed antibiotic and conservative therapy.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.